Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and slight evidence of blood were observed. The delivery device was returned inside the loading device. The delivery device was removed outside the loading device for inspection. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. Seal was loaded properly inside the delivery tube. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. Traces of blood were visible on the loading device and plunger. Blood was not visible in and on the deliver tube indicating that there was no attempt to deploy the device into the aorta. The seal was taken out from the delivery device for inspection. No cracks or delamination of seal was observed. The following measurements were taken; the inner delivery tube diameter was measured as 0.198 in. The outer diameter was measured at 0.221 in. The length of the delivery tube was measured at 2.49 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was not confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.